Event description:
Hospital personnel were attempting to perform a synchronized cardioversion to a patient in tachycardia. According to the reporter, the device advised no shock after the sync button was pressed. The patient did not survive.

Manufacturer narrative:
Physio-control evaluated the device; however, no failures of the device were found. The reported failure could not be duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The patient event record from the reported event was downloaded from the device and reviewed by physio-control. The record shows that the user pressed the sync button for synchronized cardioversion and then pressed the analyze button. After the message "no shock advised" sounded, the user pressed the advisory button to place the device in manual mode and attempted the sequence again. After the second attempt, the record shows the user charged the device in manual mode and the patient was shocked at 100 joules asynchronously after which, the patient's rhythm converted to ventricular fibrillation, from which the patient did not survive. The root cause of the reported failure was determined to be due to use error.